Manufacturer narrative:
A visual inspection and functional testing, dimensional analysis was performed on the returned device. The unspecified failure mode was observed as malposition of the suture. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, these observations indicate the device was likely under inserted such that the vessel was not properly captured during suture deployment. This subsequently would result in the suture remaining in the suture bearing when the device was pulled out of the anatomy as reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a cuff miss [suture retrieval issue] occurred with a prostyle device. A new prostyle device was used to achieve hemostasis. There was no adverse patient effects. No additional information was provided.